Event description:
While taking the drapes off the patient, a small burn hole was noted. In the legging drape from the dv5 light cord. This portion of the drape was not touching the patient. I verified there was no injury to the patient and there was not.